Manufacturer narrative:
Tandem's t:slim user guide states: your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was swimming in a lake for 10 minutes. Reportedly, the alarm was cleared after 7 minutes and insulin delivery was resumed. The user's blood glucose level was 130 mg/dl.